Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
The article 'anterior cervical interbody fusion with hydroxyapatite graft' in spine, volume 34 (2769-2774) 2009, was reviewed. The study comprised 40 patients who underwent anterior cervical discectomy and interbody fusion using ha grafts (osteosynt) combined with cervical plate placement (centaur and reflex hybrid striker), between 2001 and 2008. Clinical and radiologic assessments were made 1 month after surgery and again at the final follow-up. Overall, the results demonstrated good clinical outcomes and only two cases were classified by the authors as having fair clinical outcomes; these patients demonstrated clinical improvement but experienced some limitations in the carrying out of daily activity. After the final postoperative follow-up, 32 patients had an excellent clinical outcome, 6 had a good outcome, and 2 had a fair outcome. No patient had a poor outcome according to odom¿s classification. Cervical plate migration was observed in 4 patients, being detected at the first month postoperative evaluation in 2 cases. No breakage of the screws was observed. At the final follow-up evaluation, fusion was noted in 28 patients with 12 patients having probable fusion. No patient exhibited postoperative instability. No other major complications related to surgery were observed. One patient, implanted c6 to c7, experienced post-operative migration of a plate. The patient was noted to have fused and their clinical outcome was good with no reported revision surgery and analgesic use 1 time per week.

Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
The article 'anterior cervical interbody fusion with hydroxyapatite graft' in spine, volume 34 (2769-2774) 2009, was reviewed. The study comprised 40 patients who underwent anterior cervical discectomy and interbody fusion using ha grafts (osteosynt) combined with cervical plate placement (centaur and reflex hybrid striker), between 2001 and 2008. Clinical and radiologic assessments were made 1 month after surgery and again at the final follow-up. Overall, the results demonstrated good clinical outcomes and only two cases were classified by the authors as having fair clinical outcomes; these patients demonstrated clinical improvement but experienced some limitations in the carrying out of daily activity. After the final postoperative follow-up, 32 patients had an excellent clinical outcome, 6 had a good outcome, and 2 had a fair outcome. No patient had a poor outcome according to odom¿s classification. Cervical plate migration was observed in 4 patients, being detected at the first month postoperative evaluation in 2 cases. No breakage of the screws was observed. At the final follow-up evaluation, fusion was noted in 28 patients with 12 patients having probable fusion. No patient exhibited postoperative instability. No other major complications related to surgery were observed. One patient, implanted c6 to c7, experienced post-operative migration of a plate. The patient was noted to have fused and their clinical outcome was good with no reported revision surgery and analgesic use 1 time per week.